Event description:
It was reported that on (B)(6) 2026, a 25mm amulet was chosen for implant using a 14f abbott delivery system for atrial closure in a patient in sinus rhythm. Landing zone measurements at 0°, 45°, 90°, and 135° were 18 mm to 20 mm, and device sizing was determined by scanner and tee. A CT scan was reviewed, and optimal transseptal positioning (inferior-posterior) and prosthesis choice were confirmed following measurement of left atrial pressure. The left atrial pressure at the beginning of the procedure was 8 mmhg. The patient was filled during the procedure, and left atrial pressure repeated after fluid administration measured 11 mmhg. Intra-procedural imaging consisted of tee and angiography. The prosthesis was not considered optimal in all respects; the device appeared compressed but was not positioned below the circumflex at 90°, and the close criteria were not satisfied (not 2/3 below the circumflex). The release of the prosthesis had been discouraged on this basis; however, the implanting physician decided to leave it in place after multiple ¿tug¿ (tension) tests were performed where the device remained stable and demonstrated adequate compression (20 mm for a 25 mm device). There was little depth in the atrium, and several attempts were required for positioning. No rhythm change was observed during the procedure. The implanter later assessed that one part of the prosthesis was in the left atrium during deployment. Despite these measures, migration occurred at h+2; the event became known 2 hours post-procedure, when extrasystole led to suspicion of migration, and tte identified that the prosthesis had completely dislodged and was located in the left ventricle. On (B)(6) 2026, surgical intervention was performed due to a formal indication (intracranial hemorrhage), with the intention to perform atrial closure surgically following prosthesis removal. Cardiac surgery was therefore required. The prosthesis selection and related advice were not questioned by the team. The decision for surgical intervention was taken collectively by the medical team.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
An event of device embolization, non-specific EKG changes, and intracranial hemorrhage was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization could not be determined. The reported non-specific EKG changes and intracranial hemorrhage are likely cascading effects from the event. A surgical intervention of a serious injury was a result of case-specific circumstances, as the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.